Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error, unexpected restart and excessive no delivery alarms. The customer's blood glucose value was 120 mg/dl. The customer reported issues with the down arrow key. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.